Event description:
Boston scientific crm received information that this lead was attempted and not used. At initial implant good placement for this lead could not be found. As the lead was being explanted it was noted that the lead tip broke off from the lead body. This lead was not used. Another lead was successfully implanted in it's place. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that a 903mm portion of lead was returned with conductor coils extending to 973mm and 980mm. The lead tip was not returned. The spiral has been straightened out and the insulation has been torn around the circumference 903mm from the terminal pin. The conductor coils are extremely stretched at the distal end and have been pulled to the point of fracture. This damage was determined to be procedurally induced.